Event description:
The device was returned because the cassette was not attached properly. Upon physical inspection, a detached downstream occlusion seal (dso)was found. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed detached the downstream occlusion (dso)seal. This indicated a reportable malfunction due to the detached downstream occlusion (dso)seal, and the reported issue was duplicated. The cause of the reported issue was the flex circuit damage. The flex circuit was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.